Event description:
N/a.

Manufacturer narrative:
Updated fields: corrected fields: h6 (remove 3331 from type of investigation). The defective components were received for further investigation. The failure analysis and testing dept. Received part number: 0401-00-0039 with a reported unit failure the console cover and helium reservoir damaged from being dropped. The fat performed a visual inspection and found both parts to have physical damage. Confirmed the reported failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit right maxi-lock caster was broken. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen was not working. A getinge field service engineer (fse) stated it was found that the right maxi-lock caster was broken. Recommended to replace the caster. To resolve issue replaced the right maxi-lock caster. Passed the functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involved.

Event description:
N/a.